Manufacturer narrative:
Additional concomitant medical products: 456845 lead; implanted (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were in a sleep study and had noticed their heart rate went down to 40 beats per minute (bpm) but the patient had thought their device lower rate was set higher than that. The device remains in use. No further patient complications have been reported as a result of this event.